Event description:
Caller reported a cgm error 42, indicating an issue with their glucose monitoring device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after following these instructions, the caller successfully started their sensor session without further error codes appearing on the pump.